Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/27/2025, a facility representative reported via (B)(4) that a 0258-000 10.3mm cannulated hip screw drill wouldn¿t fit the guidewire inside the cannulation, and it was bent. The drill could not be used at all. This occurred during a case, and no patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the screw during insertion.